Event description:
It was reported that when a patient presented in-clinic for a check, x-ray revealed lead dislodgement. The lead was repositioned and remains implanted. It was noted that elevated threshold continued to show, but was deemed to be okay by the physician. The patient was fine post-procedure.

Manufacturer narrative:
(B)(4).